Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An avx® thrombectomy set was being used during an arteriovenous (av) declot treatment procedure. The catheter was primed outside the body, but once advanced to the treatment site, aspiration was achieved then lost after 60sec. A check saline supply error occurred. The procedure was completed with another avx. No patient complications were reported and the patient status was stable.